Event description:
Additional information was received confirming that the issue of high shock impedance measurements is still ongoing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to high shock impedanced. The patient's physician is aware of the situation as the patient has been hospitalized multiple times. At this time the pacing system and lead remain implanted and the patient will continue to be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report will be submitted should further information be provided.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
---

Event description:
--